Event description:
It was reported that the device failed the in line senor test. There was no patient involvement.

Manufacturer narrative:
Additional information added to g4, h6 h10 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the ail sensor assembly, cracked lower hinge - bezel , cracked doom- rear case, third party latch- replaced, left and right iui replaced - corroded pins a review of the device history record for sn (B)(4) was performed from date of manufacture (B)(6) 2009 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed the in line senor test. There was no patient involvement.